Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The distal tip of the glass cap was fractured/detached and returned with the device. Severe char and detritus on the metal cap; the glass cap exhibits devitrification at the output window. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, two surgical fibers needed to be replaced, at 39,525 and 158,214 joules of use, due to the fiber detaching and rotating inside/independently of the fiber cap. The procedure was completed using a third surgical fiber. Pt outcome: "no pt injury". This report is for the first fiber used.